Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flowed back into the side port issue occurred. Air was mixed to inside the sheath. They changed to new sheath. The hemostatic valve itself was not cracked. The procedure was completed without patient's consequence. Additional information was received on the event. Air was not being introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. The sheath was replaced with another one. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable for air flowed back into the side port.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)-2022. The device evaluation was completed on (B)(6)-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flowed back into the side port issue occurred. Air was mixed to inside the sheath. They changed to new sheath. The hemostatic valve itself was not cracked. The procedure was completed without patient's consequence. Additional information was received on the event. Air was not being introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of the backpressure test of the vizigo sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on the vizigo sheath. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)